Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear, instability, and insufficient bonds between the femoral component, the tibial tray, and/or the patella and the respective bones, leading to aseptic (non-infected) loosening. It cannot be confirmed from the reported information which components loosened. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and likely cause of the prosthesis wear, instability, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4. PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The revision reported was likely the result of prosthesis wear, instability, and insufficient bonds between the femoral component, the tibial tray, and/or the patella and the respective bones, leading to aseptic (non-infected) loosening. It cannot be confirmed from the reported information which components loosened. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and likely cause of the prosthesis wear, instability, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification, that a patient had an initial left knee arthroplasty and underwent a revision procedure approximately 3 years 5 months post the initial procedure. As a reported the patient has suffered and continues to suffer permanent and debilitating injures and damages. No additional information provided.

Manufacturer narrative:
H10. Related- MFR#1038671-2023-00374 report 1 of 2. H11. Additional manufacturer narrative. Report 2 of 2. D10. Concomitants: (B)(6), 02-012-50-4014 - tru tib aug 1/2 rl sz 4, 10mm, (B)(6), 02-012-60-1680 - tru stem ext 16mm x 80mm, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 02-022-45-3545 - truliant tib fit tray cem sz 3.5f / 4.5t, (B)(6), 02-022-49-3509 - truliant tib imp cr ins slope++ sz 3.5 9 mm. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.